Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the transmitter was not communicating with the receiver. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).